Event description:
Patient seen here 2x for g tube leaking. It was found by staff that g tubes by boston scientific were not holding air in balloon with multiple patients. G tubes were tested by staff and deflated after two hours. Ref (B)(4). Reference report: mw5116292.